Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change the user's ilet was not displaying cgm readings because the dexcom g7 continuous glucose monitor (cgm) sensor was not started and subsequently experienced intermittent connectivity with recurring sensor reconnecting alerts indicative of signal loss, consistent with an intermittent communication failure associated with the cgm communication path, including the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the ilet and the dexcom g7 characterized by intermittent communication failure, with involvement of the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.